Manufacturer narrative:
Final analysis of both leads revealed no anomaly found. Final analysis of the stimulator revealed no anomaly.

Event description:
It was reported that with stimulating results after the implant it was noticed that one electrode was dislocated. It was noted that yesterday repositioning was planned and realized. It was noted that after the operation, the patient reported neurological symptoms in the leg. It was noted that immediately the health care professional (hcp) ordered an MRI to control the exact location of the removed electrode. It was reported that the electrode moved through the spinal cord. It was noted that therefore the health care professional (hcp) planned and realized immediately an explant of the complete spinal cord stimulation system. It was noted that antibiotics were given. It was noted that only one electrode was repositioned and it was the one in the channel 2 of the ins. It was noted that after repositioning the electrode the patient reported neurological symptoms in the legs. It was noted that after a phone call later to the hcp the manufacturer representative was told about no neurological symptoms yet. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that both leads were sutured to the fascia using the included bumpy anchors. It was noted that the anchors were correctly applied, as were the sutures as recommended in the implant manual.

Manufacturer narrative:
Product ID 977a290 lot# 0207241430, implanted: 2013 (B)(6); explanted: 2013 (B)(6); product type lead product ID 977a290 lot# 0207380674, implanted: 2013 (B)(6); explanted: 2013 (B)(6); product type lead product ID 37702, serial# unknown; product type implantable neurostimulator product ID 97791, lot # unk; product type accessory product ID 97791 lot# unknown; product type accessory product ID neu_custom_ext lot# unknown; product type extension. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.